Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump under infuse as the pump continued running for approximately one hour after reaching the ¿dose done¿ state. This occurred during programming/setup. There was no patient involvement. The customer was unable to confirm whether fluid delivery continued during this time. No additional information is available.